Event description:
Patient was rushed to the emergency room because they blacked out. Meter still will not turn on with the new test strips, only pressing the m button turns the meter on. Meter was also prompting the "apply sample" symbol and would not start to countdown after blood was applied. Patient went to ER and was treated with IV glucose. Unable to contact patient, sending a letter out to obtain more information.